Event description:
A malfunction alarm was reported, identified by the code malf 16, with no adverse impact to the customer's blood glucose level. Technical support determined the pump was not resettable and opted to replace it. The customer was instructed to use an alternate method of insulin delivery and to return the faulty pump with a pre-paid label within 10 days, which they understood and acknowledged.